Manufacturer narrative:
(B)(4). Medwatch #mw5062615. Device evaluation: the report of a leak was could not be confirmed. Returned was a 2-l catheter marked 5fr on the hub. The catheter appeared typical. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed. A review of the device history records did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed on (B)(6)2016. On (B)(6) 2016 the clinician discovered the one hub on the lumen was cracked and leaking. There was no patient death or complications reported. Follow up information confirmed the hub of the catheter was not cracked. The catheter was leaking below the hub. As a result, the catheter was exchanged for the patient.